Manufacturer narrative:
UDI has been corrected. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, multiple abrasion marks along the lead body were noted. In particular 55 cm distal to the df4 connector pin the insulation was found rubbed through. In this region the conductor cable to the ring electrode was found fractured. This damage can be considered as the root cause of the clinical observations. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to noise and inappropriate shock. If additional information becomes available, this file will be updated.